Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024 d4: batch # unk investigation summary this is an analysis of one video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows a part of tissue and from the left side it shows the three staple lines properly formed over the tissue and in the right side it is not possible to clarify if the staple line was formed as expected. In addition a jaws with what it looks like a fully fired yellow reload loaded on the anvil was observed, also it was observed what it seems to be a malformed staple and tissue over the anvil. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 464c24, and no non-conformances were identified.

Event description:
It was reported that during the surgery, when severing lung segment tissue, after fired, noted one staple malformed with straight leg. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.